Event description:
Pt was implanted with the esteem system (B)(6) 2012. On (B)(6) 2013 pt was receiving a fitting and stated that in (B)(6) or (B)(6) he had started to hear a "horn sound" when pressure is applied to the area of the implant. On (B)(6) 2013 pt went in for a local anesthesia surgery expecting that replacing the sound processor (sp) may be sufficient to mitigate the condition. During this surgery a significantly damaged sensor lead was indicated. The sp was removed. On (B)(6) 2014 an additional surgery removed the implanted transducers and installed a new system. On 1/24/2014 the transducers were received by envoy. As documented in the attached report, this "horn sound" is the result of electrical feedback caused by fluid ingress, which was linked to damage of the sensor lead which occurred during initial implant. No pt injury other than the two surgeries resulted.